Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, the device was used in a left aca (anterior cerebral artery) a2 aneurysm case, friction/resistance was felt during delivery of the guidewire, and the device fractured inside the patient's body. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to as reported 'guidewire difficult to advance' and 'guidewire broken/fractured during use'. H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure the operator felt resistance when advancing the subject guidewire. The subject guidewire was withdrawn from from the patients vascular anatomy and the subject guidewire was found to be fractured. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.